Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Plunger seal broken. Bottom seal in tact. The device had cracked top case corners, bottom case tabs broken and both plunger cases cracked. Error history log review found force sensor test. Checked and tested force sensor. The force sensor out of spec, stuck at 25.52 lbs. It was not possible to recalibrate. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 7 years old. The root cause of the issue could not be determined; no damage to the force sensor was found. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the reported issue: replaced force sensor and calibrated the pump. Performed power up process, preventative maintenance and all functional tests which passed.

Event description:
It was reported that force sensor error code was experienced. No patient injury was reported.